Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round moderate profile 375 saline prosthesis arrived at the site leaking. The device did not contact a patient.

Manufacturer narrative:
The investigation of the returned device has been completed by the failure analysis lab on 3/20/2019. Device evaluation summary: it was reported that a mentor smooth round moderate profile 375 saline prosthesis arrived at the site leaking. The device did not contact a patient. Upon receipt by mentor the device returned without fluid. White material was observed within the device. Red material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. The complaint was not confirmed. At this point is not possible to determine the etiology of the white and red material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/14/2019 mentor became aware that device belonging to this complaint had been returned as a blind device on 1/18/2019 under manufacturer's reference number (B)(4). This complaint was voided, and the product investigation has been moved to this complaint. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).